Event description:
Customer reported that they are getting erroneous patient results on multiple analytes and cuvette mean check errors on their au5800 clinical chemistry analyzer. The customer did not provide patient data or indicated which chemistry analytes were affected. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographic.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found buildup on top of the cuvettes and bent reagent probe. The fse identified the reagent probe as the failure mode. The fse replaced the reagent probe and performed alignments which resolved the issue. The fse performed system performance successfully without issue. No further issues were noted. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case (B)(4).